Manufacturer narrative:
(B)(4). Insulin pump received with detached end cap, missing end cap sticker, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and loose drive support disk. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that crack on backside. Drive support cap appeared to be normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.